Manufacturer narrative:
Confirmed customer¿s complaint that the device does not connect to mednet through wired or wireless connections. Device passed self-test with no error alarms. Device failed connectivity. Device is missing the manage network option in biomed menu. Device does not connect to mednet through wired or wireless connections. Replaced the ce/peripheral pwa. Device now has the manage network option in biomed menu. Configured device to connect to mednet through wired and wireless connections. Device passed connectivity test. Device was received with 15.20.1.8 software installed. Downloaded 15.20.1.8 software. Download was successful. Probable cause is defective / worn ce/peripheral pwa. During inspection, found the cassette door cover, fluid shield, main chassis, and rear enclosure to be damaged. Verified discrepancies through visual inspection. Replaced the cassette door cover, fluid shield, main chassis, and rear enclosure. Probable cause is physical damage consistent with normal wear and tear. During inspection found that the mechanism rubber bumpers had melted causing contamination. Replaced the mechanism chassis, primary valve rocker, secondary valve rocker, inlet valve rocker, outlet valve rocker, and p/s spring support bracket. Probable cause is contamination. Calibrated mechanism. Mechanism passed calibration.

Event description:
The event involved a plum360 where it was reported the device will not connect to the network wirelessly or wired. The event did not occur in the clinical setting and the event was noted in device history. The event occurred on (B)(6) 2024 during start up. There was no patient involvement, no adverse reaction or need for medical intervention and no delay in therapy. It was found during investigation the mechanism rubber bumpers had melted causing contamination.